Event description:
It is reported that the suture holes in the trabecular metal reverse stem were so sharp they cut all types of suture.

Manufacturer narrative:
Eval summary: the stem remains implanted in the pt and no photographs of the stem were provided; therefore, the condition of the stem is unk. No other complaints of any type have been reported for the stem lot. Due to not receiving the stem the complaint cannot be confirmed. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.